Event description:
A 6f angio-seal sts was deployed in a right femoral arteriotomy. A pre-deployment angiogram was performed, which showed that the puncture met with the criteria for deployment. Immediately following deployment, the pt was taken to recovery. The pt complained of pain at the puncture site and tingling in the legs, and diminished pulses were noted. The pt was returned to the cath lab, and angiography was performed via the left femoral artery. Percutaneous transluminal angioplasty (pta) was performed on the profunda and superficial femoral artery (sfa). After pta, 99 percent stenosis was still noted in the common femoral artery, profunda, and sfa (ostial and proximal). A thrombectomy was performed with an angiojet device in the sfa and profunda. After the thrombectomy, pta was performed again in the profunda and sfa. A post pta angiography revealed a residual 10 percent stenosis. The angio-seal device was also found in the proximal profunda. Both the profunda and sfa had good flow. After the procedure, palpable pulses were noted in the extremities, and the pt had no pain or numbness. The pt was then transferred to another clinic for a surgical consultation, but no surgery was needed. The pt's hospitalization was extended, but the pt was stable and recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedure, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.